Event description:
A physician was removing a subclavian catheter following 4 1/2 months of use. The catheter separated near the skin, leaving approx 3" of the catheter remaining in the pt. The pt was sent to ER where the remaining portion of the catheter was successfully removed with no add'l complication.